Manufacturer narrative:
(B)(4)

Event description:
The customer complained that an employee was accidentally stuck by a lancet that did not retract from an accu-chek safe-t-pro device. The employee received normal diagnostic testing per protocol. No adverse event occurred. The lancet has since retracted back into the device. The device was requested for investigation. The customer could not provide the lot number for the device as they don't store the lancet devices in the original box. The lancet devices get all mixed up after the box is initially opened.

Manufacturer narrative:
13 unused lancet devices were provided for investigation. All returned lancing devices were tested during investigation. The reported failure on protruding lancets could not be reproduced. During past investigations, the internal wings of the lancet, which intentionally break during the lancet release, were found to possibly jam the lancet's guiding channel. This impedes the lancet retracting back into the lancet housing. The medical risk is very remote or less than remote. A use error can be excluded.